Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ligation of spermatic vein on (B)(6) 2020 and the suture was used. It was reported that during surgery, pulling off of suture occurred. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/15/2020. Additional h3 investigation summary: it was reported performance pull off suture needle. A labeled winding former with a detached needle and a dispensed suture of product code vcp433 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted with excessive pressure. The barrel hole was examined under 20x magnification and remnant suture was noted, the suture end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition and the assignable cause of the performance pull off suture needle appears to be a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/04/2020. Additional h3 investigation summary: it was received for analysis an opened box with unopened samples of product code vcp433h, lot pez888. The complaint sample was not received. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.